Event description:
It was reported that the right ventricular lead had oversensing. The sensitivity was programmed lower. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. It was noted that there was right ventricular (rv) lead oversensing with the 1.1 v-short interval counts (sic)/day since first in session 188 days ago and one non-sustained ventricular tachycardia episode on (B)(6) 2012. The average v-v equals 150ms. Tech services suspects there is electromagnetic interference.

Event description:
It was further reported that the lead had oversensing post atrial pace after a generator change. The sensitivity was reprogrammed and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.